Event description:
On (B)(6) 2012, the physicians performed a laparoscopic tubal ligation followed by a myosure procedure for uterine tissue removal. The physicians used a dilator and then inserted the myosure hysteroscope. The physician "immediately felt like they performed based on their visual of [fatty] deposits". The myosure procedure was aborted. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
The myosure hysteroscope is not being returned therefore, a failure analysis of the myosure hysteroscope cannot be completed. If additional relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complaint. (B)(4).